Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the in office battery voltage measurement was 2.45v. The device was re-interrogated and battery voltage measured 2.82v. It was later reported the device was removed and replaced due to premature battery depletion with elective replacement indicated. No patient complications were reported as a result of this event.

Event description:
It was reported that the in office battery voltage measurement was 2.45v. The device was re-interrogated and battery voltage measured 2.82v. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.